Event description:
On (B)(6) 2014, it was reported that the patient's infusion device displayed e8 (power interrupt) after he replaced the battery. The patient replaced the battery because the display on the device had gone blank. The patient was unable to confirm the e8 message because the buttons on the device would not function. He stated that rubber covering of the up and down buttons was missing. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).